Event description:
It was reported that this patient experienced uncomfortable stimulation. The patient was reprogrammed and the problem was resolved. It was recommended that the patient have a CT-scan performed. Scan results showed that the electrode had become partially extruded from the cochlea. Surgery to reposition the electrode will be scheduled.